Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) the fiber was forward firing at 78,926 joules and 11 minutes of use. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the tir was misaligned with the output window, and the glass tip was protruding from the metal cap, indicating a glue failure occurred. Severe detritus was noted on the fiber tip, which indicates that the fiber tip was buried into tissue during use, which is cautioned against in the instructions for use (IFU). The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forwarding firing. It is probable that debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damage, including a distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) the fiber was forward firing at 78,926 joules and 11 minutes of use. The procedure was completed with another fiber. There were no patient complications.